Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video connector paddle of the camera head that plugged into the monitor was broken. The issue was found during reprocessing after the camera had been decontaminated. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and additional information received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video connector paddle broke due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video connector paddle of the camera head that plugged into the monitor was broken. The issue was found during reprocessing after the camera had been decontaminated. The tip broken when getting wrapped for the sterilizer. The camera head had been used on a patient, but was not broken at that time. There was no patient involvement.